Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, and caller planned to reset pump when ready, with follow-up if issue persisted. Upon follow-up cts was able to assist with pump reset. Cgm error code did not reoccur. Caller successfully started their sensor session.